Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm stated that the customer refused service, as the unit is being removed from service and replaced by new equipment.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) has a bad screen. It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.